Event description:
A report was received that a patient's precision system had been explanted. The patient's implanting physician was not aware of the patient's implant, and has no further information.